Manufacturer narrative:
Added expiration date and manufacturing date.

Manufacturer narrative:
Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A true root cause is not determined without the return of the device. However, it is possible the patient had outgrown the device, but this was not confirmed. There is no indication of product quality issue.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately nine years, four months post implant of this bioprosthetic pulmonary valved conduit in a pediatric patient, this valve was replaced, valve-in-valve, with a transcatheter pulmonic valve due to stenosis, a partial obstruction of the conduit, and elevated gradients. Prior to the device replacement, the peak gradients measured 20mm hg, and the patient reported symptoms of decreased exercise tolerance. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.